Manufacturer narrative:
The investigation is ongoing. The device has not been received.

Event description:
As reported, during the procedure of a 23 mm sapien 3 ultra valve in the aortic position via left transfemoral approach, the valve would not push through a 14 f esheath+. The valve distal struts bent back and externalized through sheath within external iliac artery. The devices were removed as a unit with no issues. A new esheath was inserted and 2nd sapien 3 ultra valve was implanted normally without complication. There was no patient injury associated with this event.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.3 device evaluated by manufacturer and investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The sapien 3 ultra valve was returned to edwards lifesciences for evaluation. The returned device was visually inspected for any abnormalities and the following was observed: four (4) struts bent outwardly greater than 90 degrees at the inflow side between c1 and c2. Post expanded valve: frame distorted/canted, multiple struts exposed through skirt, normal after crimping and use and leaflets wrinkled and dehydrated due to storage condition (prolong crimping) during the return handling process. Imagery was provided by the site and revealed the patient's right access vessel had present of calcification and tortuosity. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 ultra valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on returned device. A review of the DHR, lot history, complaint history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. In this case, ''the valve would not push through 14 f esheath+. The valve distal struts bent back and externalized through sheath within external iliac.'' Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. Steep insertion angle was noted (angle of insertion was at 45 degrees). Additionally, per 3mensio, the patient's right access vessel had presence of calcification and tortuosity. The presence of calcification, tortuosity, and steep insertion angle can create challenging pathway during delivery system advancement, leading to resistance. In this case, it is possible difficulty was encountered during delivery system advancement so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts interacting the sheath shaft and resulted in the valve strut damage at the inflow. These patients and/or procedural condition, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, high push force, steep insertion angle) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with valve frame damage. To address the issue, a corrective action preventative action (CAPA) was initiated to drive corrective actions. The valve from this complaint event was manufactured prior to corrective action. The CAPA has been initiated to capture further investigation and corrective/preventative action activities associated with insertion of the commander delivery system with s3u through the esheath resulting in frame damaged.